Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. After the first inappropriate shocks, the sensing vector was programmed form the secondary vector to the primary vector. The system delivered another inappropriate shock. The patient was at and elevated heart rate of approximately 155-160bpm with a widened morphology. Technical services advised updating the device sensing template. There were no additional adverse patient effects. The system remains implanted.